Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported the strings were too short on an unspecified amount of tampons and did not come out of the end of the insertion tube. She noticed prior to insertion and did not use these tampons.